Manufacturer narrative:
The investigation is ongoing and a follow up report will be submitted once the evaluation is complete.

Event description:
Surgical procedure was required to take the broken tube left in the patient body. Patient has medical history of dementia with bpsd. Conscious and confused since admission. Patient was admitted on (B)(6) 2019 for type 2 respiratory failure and right pleural effusion. Usg guided pleural drain was inserted on (B)(6) 2019. On (B)(6) 2019 at around 19:50, nursing staff found that pigtail drain was left at bedside with tip not intact.

Manufacturer narrative:
An examination of the returned product shows the catheter had broke. The root cause cannot be determined with confidence; however, it is possible that movement by the patient while the device was in-vitro could have lead to the breakage.